Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery suture breakage occurred, and a replacement was used. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Pc-(B)(4). Actual complaint sample can't be returned and same batch sample from hospital or sales representative also can't be returned. Manufacturing and batch records have been reviewed and no issue found. Manufacturer retained sample has been evaluated by appearance and knot pull tensile strength test and no issue found. The root cause of complaint can't be determined.